Event description:
It was reported that this right ventricular (rv) lead perforated into the pericardial space for 6 milli meter via imaging. Loss of capture was observed and patient experienced discomfort and needed a chest tube. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added impact codes f1901 and f2203 and device code a070101. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The electrical continuity and hipot testing passed, and visual inspection showed no abnormalities. Visual inspection revealed typical surgery-related damage is noted, but is not considered abnormal. The "known inherent risk" investigation conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead exhibited unusual lead trends about six months after the implant procedure. Loss of capture was observed and the patient came to the clinic with discomfort. Imaging did not show a perforation at first, but follow up imaging showed a 6 mm perforation into the pericardial space. A pericardiocentesis was performed and the lead was repositioned. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated into the pericardial space for 6 milli meter via imaging. Loss of capture was observed and patient experienced discomfort and needed a chest tube. This rv lead was surgically repositioned. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The electrical continuity and hipot testing passed, and visual inspection showed no abnormalities. Visual inspection revealed typical surgery-related damage is noted, but is not considered abnormal. The "known inherent risk" investigation conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead perforated into the pericardial space for 6 milli meter via imaging. Loss of capture was observed and patient experienced discomfort and needed a chest tube. This rv lead was surgically repositioned. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.